Event description:
We received a report that during the implantation of an intraocular lens (iol) the tip of the 1mtec30 cartridge broke off and went into the patient's eye. The surgeon was successfully able to remove the piece of the cartridge without any complications for the patient (no patient injury). He completed the surgery with the same lens and the patient was doing fine.

Manufacturer narrative:
Not applicable; device was not implanted or explanted. All pertinent information available to the manufacturer has been submitted. Placeholder.